Event description:
Consultant reported that the patient underwent surgery for removal of broken non-synthes hardware. Patient was revised to alif (synfix) at levels l5-s1, and plf (uss fixation) at levels t10-s1. In implanting the synfix, the following occurred: the synfix trial spacer handle tip broke off in the synfix trial implant. While trying to remove the trial implant, the tip of the awl bent. The trial implant was removed and surgeon retrieved all fragments of the handle tip. Surgeon then placed the synfix implant and completed the procedure with no further problem. This is 2 of 2 reports for event (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records revealed that the trial spacer handle was manufactured by nemcomed and processed per specification requirements. There were no complaint-related anomalies. The lots were inspected and conformed to the synthes inspection sheet. The device was returned for a product development event evaluation. Per previous investigation of this failure mode, the spindle assembly component of the handle is not to the latest revision as indicated in the manufacturing review. It was not made with the revised material that was included and released in a design change to improve resistance to breakage as part of an internal corrective action. The failure has not been replicated with the updated spindle assembly to this handle by product development while following proper technique described in the technique guide and training. This complaint is deemed valid, and the issue has been corrected through an existing internal corrective action.